Manufacturer narrative:
(B)(4).

Event description:
Shock impedance has been periodically greater than 150 ohms per home monitoring. The rep could not recreate any issues in office. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.